Event description:
It was reported that the subject device had no image and displayed e221 and e222 error codes. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: a2, a4, a5, a6, b5, b6, b7, d9, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed on the basis of reported information and the images that were sent. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction reported is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during maintenance. There we no reports of patient involvement.